Manufacturer narrative:
It was reported that the polarstem modular head (75023711) cracked outside the patient. The device in question, used in treatment, was not returned for investigation. The instrument is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. As no product was returned, the exact failure cannot be evaluated. A thorough investigation cannot be conducted. Therefore, the root cause of the problem cannot be established after investigation. Should the part or additional information become available, this complaint will be reassessed. Smith and nephew will monitor this device for further similar issues.

Event description:
It was reported that during a thr procedure the instrument cracked outside of the patient. Surgery was finished with the same device. No delay or patient harm was reported.